Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a restart occurrence at power up. No patient involvement / harm.